Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and contrast on the balloon, which is consistent with preparation and the stent delivery system (sds) at least partially advanced over a guide wire. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The soft tip was not separated as reported. Half of the distal edge of the soft tip was pushed in for a length of .5 mm. The outer member was wrinkled at the proximal balloon seal for a length of 7 mm. The inner member was wrinkled at the proximal balloon marker for a length of 1.9 cm distally. There was a bend in the hypotube 36 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent damage. Factors that may contribute to the inability to insert the guide wire into the sds and cause resistance between the devices may include, but are not limited to, device placement technique, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip detachment can be affected by numerous factors including, but are not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. An attempt was made to measure the inner diameter of the tip but the mandrel could not advance through the damaged tip. When the mandrel was advanced through the guide wire exit notch, the mandrel advanced without any resistance noted up to the wrinkled inner member. Additionally, an attempt was made to advance a new guide wire though the sds however the guide wire could not be back loaded through the tip due to the damage noted. In this case, it is likely the sds and guide wire were not properly supported during insertion of the guide wire resulting in the damage to the distal end of the tip and further causing resistance during the attempt to advance the guide wire. Further manipulation of the shaft during the attempts to advance the catheter as resistance was encountered would have contributed to the noted damage to the shaft. Analysis noted there was peeling in the balloon between the distal end of the stent and the distal seal and at the proximal balloon seal for a length of 2mm which was not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during the handling of the sds during guide wire advancement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for tip damage or separations or difficulty inserting the guide wire for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported tip damage and difficulty inserting the guide wire appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force. All sds are visually inspected for balloon shredding and checked for proper guide wire movement on the manufacturing line.

Manufacturer narrative:
(B)(4). Dilatation catheter: signet nc 4.0 x 15 mm, lifespear hp 3.25 x 12 mm. Guide wire: sion, grand slam. Guide catheter: axess 6f al 1sh. Stent: promus 3.0 x 15 (in 4av), 3.5 x 12 mm (in #2), 3.5 x 15 mm (in #1).

Event description:
It was reported that two promus stents were implanted and a third promus (3.5 x 12 mm) was intended to be implanted. However, during insertion of a guide wire, it was noted that the distal tip was deformed, and resistance was encountered. Several attempts were made, but it was not able to advance. The promus was removed from the patient's anatomy, then it was noted that the shaft became clogged with a broken piece, and it seemed like a part of the tip separated. A new promus was implanted and the procedure was completed. An attempt was made to insert the promus on a guide wire outside of the patient's anatomy, resistance was noted and was difficult to insert due to the portion of the separated tip. The physician commented that the tip could have been deformed or mangled in the manufacturing process. No patient effects were reported. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.